Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as appearing similar to chicken pox or poison ivy due to a possible allergic reaction to the equipment. The patient declined be remeasured for new garments. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. Patient was seen by a heart surgeon and started applying calamine lotion to the area. The patient reported the doctor said he was not required to wear the device. The irritation improved. Reporting out of abundance of caution. Supplemental report 9/8/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as appearing similar to chicken pox or poison ivy due to a possible allergic reaction to the equipment. The patient declined be remeasured for new garments. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. Patient was seen by a heart surgeon and started applying calamine lotion to the area. The patient reported the doctor said he was not required to wear the device. The irritation improved.